Event description:
In 2007, a nurse reported that the patient was admitted to the hospital on one day earlier, with elevated blood glucose of 474 mg/dl and he was lethargic and had cognitive issues. He was placed on an insulin drip to lower his blood glucose. His normal blood glucose range is 80-120 mg/dl. The nurse was instructed by the patient's doctor to troubleshoot the patient's infusion device to ensure it was delivering insulin properly. The nurse was assisted with reviewing the history of the infusion device. She stated that the bolus history conflicted with what the patient had reported. She stated the patient thought he had bolused more than he had. The nurse was instructed to perform a bolus and the infusion device delivered the bolus without error. The nurse stated that she believed the patient did not take a correction bolus when his blood glucose became elevated. She stated he went to sleep when he discovered his blood glucose was elevated. She stated that she will recommend to the doctor that the patient receive more diabetes education. Upon follow up with the patient, he stated his electrolytes were "screwed" up and there were no issues with his infusion device. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.